Manufacturer narrative:
Of the reported three malfunctions, lot number were provided for two malfunctions and the lot history review were performed. The samples were not returned to the manufacturer for inspection/evaluation; however; medical records were received for all three malfunctions. Therefore, for two malfunctions the investigation is confirmed for the reported difficult to remove and malposition of device and for remaining one malfunction the investigation is confirmed for difficult to remove and inconclusive for malposition of device. Based on the available information, the definitive root cause for this event is unknown. The devices are labeled for single use.

Event description:
This report summarizes three malfunctions. A review of the reported information indicates that model rf310f vena cava filter allegedly experienced difficult to remove and malposition of device. These information's were received from a various sources. All three malfunctions involved patient with no patient consequences. Of the three patients, one was male and two were female, all three patients age ranged between 18-55 years and one patient weighs (B)(6) lbs. All other patient details were not provided.